Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump had a blank screen and was blinking red on the keypad. The customer noticed pump had flashing medtronic screen then blank screen and was not turning on. The metal piece of the battery cap was loose. Also, it was reported pump was exposed to moisture and found crack on the side of the pump. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display or flashing medtronic logo were noted during testing. Pump was not received with original battery cap. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies were noted during testing or in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, missing display window/cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage, and end cap address label missing.blank display and flashing medtronic logo were not confirmed during testing. Unable to verify customer's complaint for battery cap contact missing/damaged. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Cosmetic damage was confirmed at the side of the pump. High sleep current measurement was confirmed due to moisture damage on the electronic assembly.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.